Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap was off of the transfer set. This was noted before use; the transfer set was in a unopened overpouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A loose pull ring cap inside unopened pouch identified during visual inspection. The reported condition was verified. The cause was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.